Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a failed sensor approx one hour after insertion. Upon removing the sensor, she noticed that there was blood on the sensor wire, and a portion of the wire was protruding from her skin. Pt was able to remove the sensor wire fragment with tweezers. No medical intervention was required, and pt reported no discomfort at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.